Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report sensor issues on the insulin pump. At the time of the call customer was experiencing low blood glucose levels and was slurring his words. Customer also sounded incoherent at times. Emergency medical technicians (emt) were called while the customer was on the phone. The outcome of the customer's low blood glucose episode could not be concluded as the call was disconnect when the paramedics arrived. Product is not being returned or replaced.